Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the fenestrated bipolar forceps instrument didn't close properly; the ends were not aligned. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .039 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, the likely cause of the bending remains overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the instrument's distal pulley and scratch marks on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.